Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery during the prime process. The patient's blood glucose at the time of incident was 275 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer was assisted with clearing the alarm. However, when they disconnected and reconnected the same infusion set and reservoir the prime process was unsuccessful. The customer was then advised to change the reservoir and attempt to prime; the prime was successful and the customer was advised that changing the reservoir resolved the issue. The original reservoir will be returned for analysis, and no products were sent to the customer.